Manufacturer narrative:
Additional information: the product was not returned. An unspecified cartridge and handpiece were indicated. The surgeon has indicated on the returned questionnaire that the events are related to the patient's anatomy and the effective lens position. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax and e-mail. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that is planned to be exchanged due to patient unsatisfied, poor vision, no clarity for vision. In a follow up it was reported the lens was exchanged.